Event description:
It was reported the device exhibited a 'cassette not attached properly' alarm. There was no patient involvement, the event occurred during testing.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one device was received for evaluation. Visual inspection found a scratched lens, bubbled dso seal, and a missing battery door. Functional testing was able to duplicate the reported problem. It was determined that the degraded dso sensor and broken latch flex sensor was the root cause. The dso sensor and latch flex sensor were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.